Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set-up of a shoulder rotator cuff repair, the twinfix ultra was found broken when the package was opened. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during the set-up of a shoulder rotator cuff repair, the twinfix ultra was found broken when the package was opened. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had debris which indicated the device was used in the patient.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a deformed anchor with debris and the distal tip of the driver is broken. An analysis of the customer provided image found a used anchor with debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.